Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump fgs iz is (B)(4). UDI field (d4) concomitant product UDI for balloon fgs (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter experienced erosion at the urethral cuff site. A revision surgery was performed, during which the cuff was explanted. The urethra was allowed time to recover, and a subsequent surgery was scheduled to implant a new device at a different cuff site. There were no further patient complications.